Event description:
It was reported that during the beginning of a da vinci s prostatectomy procedure, the patient side card (psc) would not power on. The site attempted to troubleshoot the issue by checking cable connections, applying emergency power off (epo) to the system; however, the issue persisted. The patient was under anesthesia when the surgeon decided to convert to traditional open surgical techniques to perform the planned procedure. No patient harm was reported.

Manufacturer narrative:
Conclusions - the investigation conducted by field service engineering (fse) found the customer reported complaint to be associated with the patient -side power distribution board (ppd). The ppd distributes power and signals to components in the patient side cart (psc). The system was repaired by replacing the affected ppd. As of november 11, 2010, there have been no reported recurrences of the issue at this hospital.